Event description:
Allegedly drill bit broke during surgery. Missing piece was not recovered.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. Device event code is addressed in the package insert. This report will be updated when the investigation is complete.